Event description:
It was reported that the patient¿s ipg reached end of life. It is unknown if the device had depleted prematurely. As result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.